Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein contraction (pvc) ablation procedure, a tamponade was noted. While performing ablation in right ventricular outflow tract (rvot) tree wall, the patient was under mac and sat up abruptly during ablation. Shortly after that, the patient became hypotensive and an echocardiogram revealed a tamponade mid rvot freewall. A pericardiocentesis was performed and the patient was transferred to surgery for repair of a tear in the rvot. The patient is currently in the intensive care unit. The physician stated the tamponade may have been caused when the patient tried to sit up.